Manufacturer narrative:
Investigation summary concluded on november 4, 2019: the first visual performed by the biosense webster, inc. Product analysis lab on the returned condition was assessed as a reportable malfunction as the integrity of the device was compromised. The first visual inspection was performed and the distal tip appeared to be broke in two. It appeared the pebax sleeve was holding the tip together. A piece of metal appeared to be protruding near the dome. Second visual analysis was performed and a helix bent was observed. A hole was found in the pebax and electrode damage was observed with evidence of sharp edges. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The root cause of the damage on pebax, bent tip and electrode damage cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. During the second visual inspection on october 24, 2019 the returned condition was clarified noting that the helix was bent. A hole was found in the pebax and electrode damage was observed with evidence of sharp edges. Per the second visual inspection, the returned condition remains reportable as the integrity of the device was compromised. The "device codes" was updated from "4013/separation problem" to "1504/material puncture / hole". Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on october 4, 2019. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
On october 4, 2019, this thermocool® smart touch® sf bi-directional navigation catheter was received by the biosense webster failure analysis lab as a wrong device under manufacturer reference number (B)(4). Manufacturer reference number (B)(4) was assessed as not reportable for a noisy electrograms issue. The visual finding on october 4, 2019 from the biosense webster product analysis lab for this wrong device received was that the distal tip appeared to be broke in two. It appeared the pebax sleeve was holding the tip together. A piece of metal appeared to be protruding near the dome. Since the integrity of the device was compromised, this returned condition was assessed as a reportable lab finding. The awareness date for this reportable lab finding is october 4, 2019. An investigation was performed to determine if there was an existing manufacturer reference number for this wrong device received. However, since we were unable to determine if there is an existing manufacturer reference number and the returned catheter condition has been assessed as a reportable malfunction, we have made the decision to create a manufacturer reference number under (B)(4) to conservatively report this returned catheter condition.